Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have defective ECG electrodes. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, component v4 was shorted in ECG electrodes a, b, c and d. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressor was not positively identified. However, the actual failure rate for this component is well below the predicted failure rate. No adverse event resulted from the shorted component. The last pt to use this electrode belt did not report any deficiencies.